Event description:
The facility representative reported a colleague infusion pump with constant insert slide clamp alarms. The event was reported to have occurred upon power up in the maternity area. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of "repeat insert the clamp and continue repeat intercet" was confirmed, during service evaluation, as a continuous slide clamp alarm. The assignable cause was identified as corroded sensor connectors on the safety clamp assembly. The safety clamp assembly sensor connectors were cleaned and re-soldered to resolve the reported problem.the reported device was a flogard infusion pump, not a colleague infusion pump as previously reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.